Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states blood starts to draw and then stops in tubes. (B)(6) 2024 update: when asked to describe how much the tube is filling before blood stops flowing, the customer advised, "it has been different situations. When using the butterfly needles, we get the flash and then either the blood stops in the middle of the butterfly tubing or the blood stops after an 1/8" of tube (that amount also varies). It seems this only occurs with the butterflys. When using a straight stick, there has not been a problem that I am aware of." Customer also advised they do not typically use a discard tube but were unsuccessful in the times they did try.

Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manuracturer narrative.